Manufacturer narrative:
No additional information was received. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an ongoing driveline fault. The fault was found to be internal and the patient opted to do nothing about this damage. The clinic planned to follow the patient monthly.

Manufacturer narrative:
The onset of the patient's known driveline fault is captured under manufacturer report number: 2916596-2020-03622. Manufacturer's investigation conclusion: driveline fault alarms were confirmed via the submitted log file data. The submitted log file contained data spanning from on (B)(6) 2022 at 18:10:26 to on (B)(6) 2022 at 07:29:34, per the timestamp. A constant yellow wrench advisory alarm associated with a driveline fault was captured throughout the log file. The driveline fault alarms, 240 in total, appeared to be associated with decreased phase 1 hex values as compared to phases 2 and 3. No other notable alarms were captured. Based on our complaint history and similarly reported events, the data captured in the log file appears consistent with potential driveline wire compromise; however, a specific cause for the driveline fault alarms cannot be conclusively determined. The account submitted log file data for review for a patient with a known driveline fault (refer to MFR#: 2916596-2020-03622 for onset). It was later communicated that the location of the driveline fault was internal, and that the patient declined surgical intervention. The patient remains ongoing on (B)(6) in stable condition and is followed in the clinic on a monthly basis. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.